Manufacturer narrative:
The reported events of low lead impedance, p-wave amp, and insulation damaged were confirmed. As received, a complete lead was returned for analysis. Visual examination noted rib clavicle crush damage in the middle region of the lead. The outer insulation and inner insulation were abraded and separated, with two filars fractured due to clavicle crush forces. The cause of the reported events was isolated to the abraded outer insulation and inner insulation exposing the outer and inner coils consistent with clavicle crush forces.

Event description:
Related manufacturers report number: 2017865-2023-02926, 2017865-2023-02931. It was reported during in clinic follow up that atrial lead exhibited decreased sensing amplitude. The right ventricular lead oversensing due to noise. Both leads were found to have low pacing impedance and insulation damage. Oversensing of noise on the implantable cardioverter defibrillator could not resolved via re-programming, so the entire system was explanted. The patient was stable and asymptomatic.